Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high pacing impedance out-of-range of over 2000 ohms, and high pacing thresholds. The cause of these issues were unknown and there was no impact to the patient's therapy. No additional adverse patient effects were reported.